Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the user identified safety shield failure resulting in a needlestick injury post use. The following information was provided by the initial reporter. The customer stated: did any hazard occur (e.g. Exposure to blood/bodily fluid, needle/probe stick, safety issue)? Yes. If yes¿detailed hazard including any medical intervention: bloodborne pathogen exposure occurred on (B)(6). Medical intervention was performed and followed their facility¿s blood/bf exposure/injury protocol. It was reported by the customer that safety shield went sideways causing a needle stick injury. Customer is reporting an incident of possible safety mechanism malfunction for catalog 368607 lot# 2119549. Steps taken with customer/troubleshooting: customer stated on the pir, "possible safety mechanism malfunction to bd vacutainer eclipse needles. Bloodborne pathogen exposure occurred (B)(6); staff member engaged safety with finger and plastic safety went sideways, missing contact with the needle and leaving needle exposed. Plastic safety went sideways upon surface activation." Did the specimen(s) need to be recollected? Pending customer follow up. Did exposure to blood/ bf occur? Yes. If exposure occurred was there any post exposure testing or medical intervention? Pending customer follow up. Customer problem: customer is reporting an incident of possible safety mechanism malfunction for catalog 368607 lot# 2119549. Customer informed that bloodborne pathogen exposure occurred on (B)(6) whereby a staff member engaged with the safety mechanism with finger and the plastic safety went sideways, missing contact with the needle and leaving needle exposed. The plastic safety went sideways upon surface activation.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the user identified safety shield failure resulting in a needlestick injury post use. The following information was provided by the initial reporter. The customer stated: did any hazard occur (e.g. Exposure to blood/bodily fluid, needle/probe stick, safety issue)? Yes. If yes¿detailed hazard including any medical intervention: bloodborne pathogen exposure occurred on 8/22. Medical intervention was performed and followed their facility¿s blood/bf exposure/injury protocol. It was reported by the customer that safety shield went sideways causing a needle stick injury. Customer is reporting an incident of possible safety mechanism malfunction for catalog 368607 lot# 2119549. Steps taken with customer/troubleshooting: customer stated on the pir, "possible safety mechanism malfunction to bd vacutainer eclipse needles. Bloodborne pathogen exposure occurred 8/22; staff member engaged safety with finger and plastic safety went sideways, missing contact with the needle and leaving needle exposed. Plastic safety went sideways upon surface activation." Did the specimen(s) need to be recollected? Pending customer follow up did exposure to blood/ bf occur? Yes if exposure occurred was there any post exposure testing or medical intervention? Pending customer follow up. Customer problem: customer is reporting an incident of possible safety mechanism malfunction for catalog 368607 lot# 2119549. Customer informed that bloodborne pathogen exposure occurred on 22nd august whereby a staff member engaged with the safety mechanism with finger and the plastic safety went sideways, missing contact with the needle and leaving needle exposed. The plastic safety went sideways upon surface activation.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-09-28. H.6. Investigation summary: bd received 5 samples for investigation. The samples were evaluated by functional testing, each having their eclipse shields activated, and the indicated failure mode for defective locking mechanism with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode.